Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that batteries would die quickly in their insulin pump. The most recent battery change was two days prior to calling and he was down to one life bar. The patient's blood glucose at the time of incident is unknown; the patient's blood glucose during the call was 88 mg/dl. During troubleshooting the customer confirmed that he had received a replacement battery cap but the batteries only began to die quicker. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was not returned for analysis.